Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse determined that this power issue was a reoccurring issue. On previous events the fse identified that f11 fuse was burnt and fse replaced f11 fuse. After those issues, similar issue reoccurred and fse identified issue with power distribution bar. The fse replaced the power distribution bar. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system could not boot up. System was not in clinical use. No harm has been reported to philips.